Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that on (B)(6) 2018, the patient had a system modification because of normal battery depletion. Relevant medical history includes failed back surgery syndrome (fbss) and epidural fibrosis. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) of a clinical study reported liquor hypotension syndrome. Intervention includes the patient being advised to do the brandt-daroff exercise against positional vertigo on (B)(6) 2013. The event resulted in an in-patient hospitalization and an unscheduled clinic or office visit. Patient was dismissed and on the way home, they got nausea, headache, and pain at the incision site. They were admitted on (B)(6) and diagnosis was potential liquor hypotension and positional vertigo was concluded. The event was not related to the device or therapy and related to the implant procedure. The issue was resolved without sequelae on (B)(6) 2013. No further complications were reported or anticipated.